Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.25mm x 15mm nc emerge balloon catheter was advanced for dilation and was initially inflated at 14 atmospheres for 20 seconds. However, during the second inflation at 18 atmospheres for 20 seconds, the balloon ruptured. The device was removed, and the procedure was completed with different device. There were no patient injuries reported and the patient was in good condition post procedure.